Manufacturer narrative:
Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory was performed and no anomalies were found. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the lead integrity alert (lia) triggered, and the right ventricular (rv) lead exhibited a sudden increase in pacing impedances, an increased sensing integrity counter (sic), and multiple non-sustained ventricular tachycardia episodes. The lead was cut, capped, and replaced. It was noted that the cut upper part exhibited an insulation defect. During the replacement procedure, the physician encountered difficulty in retracting the setscrew on the implantable cardioverter defibrillator (ICD), and the setscrew was eventually completely removed from the device header. The ICD was explanted and replaced. No patient complications have been reported as a result of this event.